Manufacturer narrative:
Results: the 6f select was bent in multiple locations. Resistance was encountered while advancing the returned 6f select through the returned neuron max and the 6f select could not be advanced any further. The returned 6f select was advanced through a demonstration neuron max and out of the distal tip without an issue. Conclusions: evaluation of the returned 6f select revealed that the catheter shaft was slightly bent in multiple locations. These bends likely occurred due to forcefully advancement against resistance. However, during the functional test, the 6f select was through a demonstration neuron max and out of the distal tip without an issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2018-02170.

Event description:
During preparation for a medical procedure, a neuron 6f select catheter (6f select) would not advance all the way through the distal tip of a neuron max 6f 088 long sheath (neuron max) on the back table; therefore, both neuron max and 6f select were not used in the procedure. The procedure was completed using a new neuron max and 6f select. There was no patient involved.